Manufacturer narrative:
In review, it was noted that the incorrect date (10/4/2020) was inadvertently entered in section g4 of the initial MDR. The correct date is 10/14/2020 as indicated below in this supplemental report. Section g4: date received by manufacturer: 10/14/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye due to extreme glare and symptoms were debilitating. At explant there was an incision enlargement; however, no vitrectomy or sutures were required. A non-johnson & johnson lens of 25.0 diopter power was used. The patient has excellent vision and no injury was reported. No further information was provided.